Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not provided in the initial medwatch report. This adverse event was reported because the patient developed a pneumothorax. Since the forceps were used to obtain samples, this MDR was filed for the forceps. The forceps were not returned for evaluation and the lot number was not provided. The reported coil break for the 22ga needle was included in b5 of the initial report since it was part of the patient's procedure; however, the coil break occurred while the needle was in the spin access catheter (sac), and was not used to sample. Therefore, it is unlikely that the 22ga needle contributed to the pneumothorax. Coil breaks have not historically caused or contributed to a death or serious injury and are not considered to be a reportable malfunction, as the term "coil break" in this situation means there is a break in communication between the instrument and the navigation system, but not a physical "break" of the instrument. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
Additional information received regarding the reported event: the patient's pneumothorax resolved. The chest tube was removed and the patient was discharged to home on (B)(6) 2021.

Event description:
Coil break on the 22ga needle when the needle was inside the sac 90 degrees. No samples were taken before the coil break. Delay was 2 minutes. A endobronchial forcep was opened and successfully took the sample. After the procedure, patient developed a small pneumothorax. The doctor stated he was inserting a chest tube to be on the safe side. Doctor also stated that it was not possible to say if the cause was the forceps or part of the procedure. The doctor was in another procedure and requested that ir put in the chest tube. The 22ga needle was not used to sample but it was the instrument with the coil break. Patient recovered.